Manufacturer narrative:
The insulin pump was received with blank display due to corrosion inside the battery tube and battery cap contact. The pump was unable to verify the weak battery alarm due to blank display. No moisture damage was found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and weak battery from the insulin pump. The customer's blood glucose level was 55 mg/dl. The customer treated with juice and ice cream. The customer stated that she gave too much insulin for dinner and rode the bike without suspending the pump. The customer stated that the display was still blank after new battery insertion. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.